Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline assessment of effusion was done and was reported as none present. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. No recaptures or partial recaptures were done. The device was successfully implanted and the patient remained stable through the procedure. The patient had a transthoracic echo (tte) done prior to discharge the next day that revealed a 1cm pericardial effusion at the base of the right ventricle. The patient was monitored for another day in the hospital. There were no hemodynamic changes that required intervention and the patient was discharged on (B)(6) 2021.